Event description:
Related manufacturer report number 3005334138-2022-00592. It was reported patients leads had kinked. Surgical intervention was undertaken on (B)(6) 2022 where the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.